Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer recognizes the f1 fuse on motor control board blows on 8100 (s/n (B)(4)). Case resolution: customer recognizes the f1 fuse on motor control board blows on 8100 (s/n 12598732). Explained problematic fault that would create the f1 fuse to be compromised. Customer replaced the fuse, only to find it will blow again after a duration of time. Problem fault isolated to the m/c board assembly. As per the cost, suggest to customer to send device in for service level 1 repair. Customer will call back if any further concerns need to be addressed. End call. (B)(4).